Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The mini vision referenced and was filed under a MFR report # 2024168-2015-02616.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to remove and difficult to position the device were confirmed. The investigation determined that a conclusive cause for the reported difficult to position the guide wire could not be determined; however, the reported difficult to remove appears to be related to the circumstances of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling.

Event description:
It was reported that during the emergency angioplasty procedure, the cross-it guide wire became stuck in the 2.5 x 18 mm mini vision stent delivery system during advancement of the mini vision. The devices were removed as a single unit. There was no adverse patient effect and no clinically significant delay. No additional information was provided.